Manufacturer narrative:
Attempts were made to gather additional information regarding this event but were unsuccessful. This record will be updated if additional information becomes available.

Event description:
Boston scientific received information that a request was made to have data from this cardiac resynchronization therapy defibrillator analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and code 1003 was declared. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has been returned for evaluation but analysis is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
Additional information was received indicating that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
This supplemental report is being filed as device evaluation has been completed.